Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared total extraperitoneal repair methods in a total of 115 patients who underwent inguinal hernia repair between january 2021 and january 2024. The patients were divided into two groups: group 1 which underwent balloon dissection using spacemaker pro access and dissector system with mesh fixation, and group 2 which underwent direct telescopic dissection without mesh fixation. There were 66 patients in group 1 and postoperative complications incision infection in 2 patients. Other procedural complications included scrotal edema, seroma formation, urinary retention, and groin pain continuing at 6 months. No interventions were reported.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared total extraperitoneal repair methods in a total of 115 patients who underwent inguinal hernia repair between january 2021 and january 2024. The patients were divided into two groups: group 1 which underwent balloon dissection using spacemaker pro access and dissector system with mesh fixation, and group 2 which underwent direct telescopic dissection without mesh fixation. There were 66 patients in group 1 and postoperative complications incision infection in 2 patients and 49 patients in group 2. Other procedural complications included scrotal edema, seroma formation, urinary retention, and groin pain continuing at 6 months. No interventions were reported.

Manufacturer narrative:
Comparison of short-term results of total extraperitoneal repair using balloon dissection with mesh fixation versus telescopic dissection without mesh fixation; cumhur ozcan, md, muhanned alkhatib, md, sami benli, md, erkan guler, md, mustafa berkesoglu, md, tahsin colak, md, hakan canbaz, md, and hilmi bozkurt, md; 2025; mary ann liebert, inc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared total extraperitoneal repair methods in patients who underwent inguinal hernia repair between january 2021 and january 2024. The patients were divided into two groups: group 1 which underwent balloon dissection using spacemaker pro access and dissector system with mesh fixation, and group 2 which underwent direct telescopic dissection without mesh fixation. There were 66 patients in group 1 and postoperative complications incision infection in 2 patients. Other procedural complications included scrotal edema, seroma formation, urinary retention, and groin pain continuing at 6 months. No interventions were reported.